Event description:
It was reported that, less than a week post-implant, the patient had an inappropriate shock due to oversensing of noise. Technical services recommended an x-ray. An x-ray was sent to technical services for review and full insertion was confirmed. Office testing confirmed noise in the secondary vector. Because the patient needed a cardiac cath procedure, the system was programmed off. The doctor will program the sensing vector to primary, and program therapy back on, later this week. There were no additional adverse patient effects.